Manufacturer narrative:
Initial reporter address: (B)(6). Initial reporter phone no. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the spike of the solution set separated from the drip chamber. This was identified when connecting to a saline bag, prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed, and it was noted that the spike was detached form the chamber. The reported condition was verified. The cause of the condition was a manufacturing issue. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.